Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This is a duplicate report of 1818910-2016-16430. This report, 1818910-2015-23723, will be kept for investigation purposes. A separate follow-up report will be submitted to reject 1818910-2016-16430. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 7/14/16- pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgical notes report inflamed hip, black/gray hypertrophic synovial tissue, osteolysis, metal debris, and corrosion on the acetabular cup rim. The revision stated that the patient had moderately elevated metal ion levels, but levels provided were below the 7ppb reportable and pre-revision medical record reports metal ion levels normal. Litigation alleges pain, discomfort, osteolysis, and metal sensitivity. Updated head/liner and added cup.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the product/lot code combinations. Medical records were reviewed. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Clinical report states patient was revised due to adverse tissue reaction.

Manufacturer narrative:
UDI: (B)(4)

Event description:
Update jun 22, 2017: legal medical records received. In addition to what was previously alleged, pfs alleges fatigue, weakness, pronounced limp, pseudotumor and permanent mobility restriction. After review of the medical records for the MDR reportability, patient had an achy discomfort, sore stiff hip with overactivity. In addition to what was previously reported, revision notes also state the presence of extensive debris within the hip joint. Post examination impression reported hematoma or seroma on the left hip. X-rays showed abnormal findings indicating bone loss and metal sensitivity. Laboratory results for metal ions were below 7pbb. This complaint was updated on jul 3, 2017.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).

Event description:
Ppf alleges pseudotumor and elevated metal ions.